Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly being retained by the end user. Lot traceability was not provided therefore we were unable to review the device history records of the specimen device. The end user noted that they were happy with the procedure and on coming out the patient lost all blood pressure and was diagnosed with pericardial effusion. There was no reported issue with the safari2 guidewire; however, since the guidewire was used in this procedure we are filing a medwatch report. At this time, it is not possible to assign a definitive root cause for the event as reported. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: event description: (patient was undergoing a mitral valve replacement) it was reported that: the sentinel device was implanted as per the dfu. The dr.s then proceeded through the steps to perform the mitral valve replacement through the venous system. A transeptal puncture was performed with no issues and under the guidance of toe and a jr4 guide catheter used to deliver the extra small safari wire across the transeptal puncture and across the mitral valve. A valvular balloon (not bsc) was delivered over the safari and inflated with no issues. The edwards valve was deployed successfully. The dr.s were happy with the procedure and on coming out and about to close the hole from the transeptal puncture the patient lost all blood pressure and was diagnosed with a pericardial effusion. The cardiac surgical team was called, but the patient was announced deceased with the safari wire and the sentinel device still in the patient. The extra small safari was used as per the dfu. The sentinel device was used as per the dfu. No further information available.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly being retained by the end user. Lot traceability was not provided therefore we were unable to review the device history records of the specimen device. The end user noted that they were happy with the procedure and on coming out the patient lost all blood pressure and was diagnosed with pericardial effusion. There was no reported issue with the safari2 guidewire; however, since the guidewire was used in this procedure we are filing a medwatch report. At this time, it is not possible to assign a definitive root cause for the event as reported. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted. Additional information has been received since the initial medwatch report was filed: this was an "off label" procedure using the edwards aortic valve in the mitral via a transeptal approach. It was a very high risk procedure. They had a physician out from the us guiding this case. Is there any allegation against the performance of the safari2? Discussed with physician and answered was: no, safari wire performed safely and not implicated.

Event description:
As reported; event description: (patient was undergoing a mitral valve replacement) it was reported that: the sentinel device was implanted as per the dfu. The dr.(B)(6) then proceeded to through the steps to perform the mitral valve replacement through the venous system. A transeptal puncture was performed with no issues and under the guidance of toe and a jr4 guide catheter used to deliver the extra small safari wire across the transeptal puncture and across the mitral valve. A valvular balloon (not bsc) was delivered over the safari and inflated with no issues. The edwards valve was deployed successfully. The dr.(B)(6) were happy with the procedure and on coming out and about to close the hole from the transeptal puncture the patient lost all blood pressure and was diagnosed with a pericardial effusion. The cardiac surgical team was called, but the patient was announced deceased with the safari wire and the sentinel device still in the patient. The extra small safari was used as per the dfu. The sentinel device was used as per the dfu. No further information available.